Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.7; date: (B)(6) 2011, inratio: 1.0, lab: 2.4 (30 minutes later). Patient has been taking coumadin for three months and just started using the inratio2 meter last week. Caller reports that the patient is having difficulty obtaining one large blood drop.

Manufacturer narrative:
Patient is taking thyroid medication. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.0, reference: 2.3, mean: 1.65, confidence limits: 1.2-2.3. The 3.7 inr is excluded from comparison test. Since time of test exceeded three hours, there is as high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr was calculated. Inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Recent test conducted on lot #248203 on 06/01/2011 met accuracy criteria. Test results are as follows: donor 44 = 2.8, 2.9, 3.1 inr; donor 45 = 3.3, 3.1, 3.6 inr. At least two out of three replicates are within the allowable bias (+/-1.0) of reference results for donor 44 (2.95 inr) and donor 45 (2.97 inr), respectively. No further investigation will be pursued at this time. Conclusion: patient takes thyroid medication. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required. This issue will be subject to tracking and trending. Corrective action is not required at this time.